Event description:
Treatment of an ophthalmic aneurysm. It was reported while placing the coil into the aneurysm, the coil kicked the catheter out of the aneurysm. The physician re-positioned the microcatheter and the coil went into the aneurysm. Subsequently, the aneurysm ruptured. No complications were reported with the patient as a result of the event.

Manufacturer narrative:
The device has been evaluated and the implant coil was found stretched. (B)(4).